Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 268 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the infusion set site. However, the customer reconnected to the site and a bolus was delivered dropping the bg level by more than 30 points. The customer was to use another pump to manage diabetes.